Manufacturer narrative:
H3: one device was returned for repair in used condition. The reason for the return was not related to a previous service. Review of error log found system fault had occurred. Functional tests duplicated the reported problem of system fault. The cause was the motor. Replaced the motor to correct the issue. The device passed all functional tests after the repair.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited system fault 41622 verified, "motor timeout". The event occurred during testing, there was no patient involvement.